Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2024. Early morning on (B)(6) 2023, the microsensor was leaking a minimal amount of cerebrospinal fluid (csf) from the catheter. The patient did not experience any signs or symptoms due to the device issue. Late on (B)(6) 2024, the microsensor was removed and replaced with a new ID 826653. The patient's condition is stable.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the microsensor (ID 826653) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or non-conformances (ncs) related to the finished device, and none were identified, related to this report. Failure analysis - syringe with water was connected to the catheter. Water was injected to observe any areas of leakage. No leaks were found. The complaint was not confirmed. Root cause analysis - the complaint was not confirmed during investigation. The potential root causes surgeon applies sutures/ligatures too tight perforating catheter.